Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient's discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow up report shall be submitted if further information becomes available and/or upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4) - follow-up information received from by a nurse in (B)(6).the patient was in her (B)(6) and had a diagnosis of lung cancer before pd therapy had begun. Unspecified treatment was administered for the lung cancer. On (B)(6) 2011, the patient died of metastasis to multiple organs due to the lung cancer. Pd therapy was ongoing until her death. The nurse believed that the fatal event was not related to pd therapy. Per the additional information was received, the device was determined not to have caused or contributed to the patient's death.

Event description:
On (B)(6) 2011, the home patient's (hp) daughter contacted baxter (B)(6) and stated that the hp had died. The cause of death and causality were not reported. There was no allegation of device malfunction. On (B)(6) 2011, follow-up information was received from a healthcare professional. The pd solutions that the hp had used were dianeal-n pd-1.5% (2l, 2/1day) and extraneal.